Manufacturer narrative:
Follow-up #1: date of submission 10/08/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2013 with the following findings: there was activity related to the complaint observed in pump histories. There was no data from the time of the reported issue due to continued use. The battery was not returned with the pump for investigation. The battery compartment and cap are intact with no physical damage or evidence of moisture damage. The pump powered on normally and was exercised for 24 hours with no overheating or alarms. The pump¿s electrical current draws were found to be within specification. The pump cover was removed with no evidence of internal moisture found. No defects of the interior pump components were found. The complaint of the pump overheating could not be duplicated during investigation.

Event description:
On (B)(6) 2013, the distributor reported that the pump became hot to the touch. There was no bodily injury due to the temperature. This complaint is being reported because the issue was not resolved at the time of the complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.